Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's niece reported the patient expired on the cycler during treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient's passing but stated she had not yet been provided a cause of death. She stated that the patient was type 2 diabetic with a history of heart failure and hyperlipidemia. Concomitant medications and treatment details were not available. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Conclusion: although a temporal association between the liberty cycler, the cassette and the event of death exists, there is no documentation supporting a causal relationship between the liberty cycler or the cycler set and the patient's expiration. Additionally, there has been no allegation of device or product malfunction. There is a possible association between the patient's co-morbidities and the expiration of the patient.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. It was reported that this peritoneal dialysis (pd) patient expired on (B)(6) 2017 during a continuous cyclic peritoneal dialysis (ccpd) treatment.